Event description:
The customer reported that flowset fluorescence channel ( fl1 at 2%) and fl1 has shifted to the left of the targets when running quality control on their fc500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) reseated and adjusted the tarpon amp boards to resolve the issue. The fse did not witness any tarpon amp board errors. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).